Event description:
It was reported by the customer that a pyxis medstation es system that the patient was not crossing over multiple station. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on the station. A technical support specialist confirmed with customer the admission likely made an error when submitting the admit date. Customer confirmed to close this case. The system functioned as intended after technical support specialist troubleshooted the device.